Event description:
It was reported that the customer had an air bubble in their reservoir. Customer's blood glucose level at the time was 160 mg/dl. The customer stated that she was attempting to fill the reservoir when she noticed the air bubble after connecting to the infusion set. During troubleshooting, customer was advised that rewinding with the reservoir in place would create air bubbles. Customer stated that the insulin pump was not rewound while the reservoir was in place. Customer was advised that the insulin should be stored at room temperature to prevent gassing out while the insulin warms up in the insulin pump. The customer stated that the insulin was not stored at room temperature. Customer's reservoir fill method was corrected and discussed ways to purge air bubbles. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.